Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a door unable to open, and it had failed. The field service engineer replaced the controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system that it had a tower door failure, failed to stay close. A field service engineer confirmed that there was a delay in dispensing medication to the patients. There were no adverse events or injuries reported based on this event.